Manufacturer narrative:
Based on the event as reported and not having the sample returned for evaluation no conclusion can be made. It is unclear what is meant by "1/3 of the seam had come loose." Additional information has been requested including sample return. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 679 units released for distribution in april, 2019 should additional information be provided or if the sample is returned this report will be updated. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "about 1/3 of the seam had come loose from the net (bard 3dmax light mesh).